Event description:
I lost (B)(6) and had abdominoplasty, liposuction, skin removal on thighs and breast augmentation. I first attributed the illness to effects from the surgery, but it was the implants. I ached all over, could not stand up straight, shoulders slumped, muscle weakness. I thought I could not afford to get them out because I second mortgaged my house to have the surgery done. If I had only known, I'd have found a way. After the first year it improved some, and I thought my immune system was adjusting, but in 2014 it was back. I was first dx with pmr because only positive tests were elevated sed rate and crp. Developed inflammatory arthritis resulting in two hip replacements and one revision. Also repair of torn meniscus in knee that I did nothing to tear. The skin over my right hip lost pigment when it started. As it progressed I had more muscle weakness I was unable to do kegels, hold in my stomach and for the last two months before explant I slept siting up because I could not cough, and I was afraid I would have some drainage and choke to death in my sleep. I had to worry for years that I'd lose my job and everything I had. Explant helped a lot but I think I kept them too long. I have been a nurse since 1982 and have no doubt this was caused by the silicone implants. The worst part has been having to watch my family watch me go through this. I missed my grandchildren. I was healthy, my sister and I walked everyday. I have not been able since 2010. If I could undo it I would. My sed rate has been as high as 108 and the crp mimics it. I had a positive ana in 2015. FDA safety report ID# (B)(4).